Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors was observed. All electrical measurements were normal. The lead was capped and replaced. No adverse consequences to the patient.